Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. All information was investigated and based on the information provided, a cause for the reported mitral stenosis cannot be determined. Mitral stenosis is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+ and a mean pressure gradient of 3mmhg. A mitraclip xtw was inserted, and grasping was performed. However, the pressure gradient increased to 15mmhg. It was noted that severe smoke effect into the left atrium was observed. It was clarified that a severe smoke effect into the left atrium means that spontaneous echocardiographic contrast, due to low blood flow velocities into the left ventricle (lv), appears during echocardiogram. After the leaflets were ungrasped, the pressure gradient returned to baseline. The clip was removed and replaced. A mitraclip xt was then inserted, and grasping was performed. However, the pressure gradient increased to 13mmhg. It was noted that severe smoke effect into the left atrium was observed. After the leaflets were ungrasped, the pressure gradient returned to baseline. The clip was removed from the patient. There were no device issues. The procedure was completed with no clips implanted. There was no clinically significant delay in the procedure.